Event description:
The advocate stated that the customer tested her blood glucose and received a reading of 209 mg/dl using her contour meter. She retested using another contour and received a reading of 96mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.